Event description:
It was reported that gradual poly wear of uni comp knee, and lateral compartment wear. Uni knee removed primary triathlon ps implanted. Submitted was everything from both surgeon and hospital.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left medal scr tibial insert. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.